Manufacturer narrative:
The pt continues on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information the patient remains ongoing on lvad support. A correlation between the device and the reported event of a chronic driveline infection and bleeding could not be determined through this evaluation. Driveline infection and bleeding are listed in the instructions for use as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt presented to the hospital on (B)(6) 2014 from the nursing home with signs of hemoptysis. The pt was admitted and blood cultures were performed that were found to be positive with bacteria. It was noted that the pt was known to have chronic drivleine infections. An infection disease consultation was done. No alarms were reported for the event. The pt was administered IV antibiotics. On (B)(6) 2014 the clinical specialist reported that the vad coordinator stated that the pt was discharged (B)(6), still had positive blood cultures (pseudomonas). The pt is continuing antibiotic therapy, but still stable.